Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage found on lcd board. Unable to verify button keypad unresponsive due to blank display.no moisture damage on keypad traces or battery tube noted. The insulin pump has cracked reservoir tube lip.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 100 mg/dl. Customer stated that the battery went dead. When the customer changed the battery and hit the act button, the screen went blank. Customer was using an energizer aaa alkaline battery. Customer stated that the battery compartment was corroded. Customer stated that the spring is also corroded. Customer stated that the keypad was unresponsive. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.